Event description:
Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) was explanted as device did not have a quadripolar connector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was not feeling well. It was reported that the device was not functioning and that it needs to be replaced. Boston scientific technical services (ts) discussed about device functionality in relation to longevity. Further, the patient advocate was referred to the physician for further questions. Attempt to obtain additional information from the field was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.